Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the whole pyxis machine had shut down completely. A field service engineer (fse) found that one drawer was pulling down the station¿s power. After isolation and troubleshooting, drawers 5.1 and 5.2 were identified as faulty, with the controller board on 5.2 causing the issue. Fse found that during repairs, module controllers on drawers 2.1 and 2.2 were also affected. The fse replaced the module controllers on 2.1 and 2.2 and the controller board on 5.2. After reassembly and testing, all drawers passed without malfunctions or delays. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was shut down completely. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.